Manufacturer narrative:
Additional information- event date added. No patient involvement- info added to section b5.

Event description:
No patient involvement.

Manufacturer narrative:
Returned device was received in excellent physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was replicated during an occlusion test. Multiple components caused the issue but this is believed to be wear. The worm coupling, worm gear and motor bracket were replaced and this resolved the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a motor rate error. There were no reported adverse events.